Manufacturer narrative:
B3: date of event is estimated. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined.

Event description:
It was reported, that patient experienced ineffective therapy and pain at the ipg site. Both leads had migrated. As a result, surgical intervention was undertaken. Wherein the leads and ipg were explanted and replaced to address the issue. Effective therapy was restored post operatively.